Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device was alarming for an internal battery issue. After the manufacturer submitted a follow-up report stating the device was not returning for evaluation, the customer returned the device. No issues relating to the internal battery were observed. "Ventilator inoperative" alarm conditions were observed in the device's downloaded error log. The device's blower motor and system board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board and blower motor. The system board and blower motor were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to shorted motor windings. The system board was evaluated and found to operate to design specifications.

Manufacturer narrative:
Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a ventilator was alarming for an internal battery issue. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.